Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the up and act buttons were not responding. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.